Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: a review of the pump history showed no cs 064 call service alarms. There was no data in pump histories from the time of reported issue due to continued use. The pump powered on and emitted a recurring cs 052 call service alarm. No further testing could be performed. The complaint of a cs 064 call service alarm issue was not able to be adequately investigated due to the recurring alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a cs 064 call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.